Event description:
It was reported that during capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. No additional intervention was performed. There were no patient symptoms.

Manufacturer narrative:
The field complaint that the programmer threshold test continued after releasing the button could not be verified. During analysis, a working 3630 wand was connected and a device was interrogated successfully. The telemetry spacer was inserted and the telemetry remained with one solid led. The touchscreen and hdd were inspected and found to be okay. The threshold test was performed successfully; unit did not freeze while the capture test was running. Session was ended and re-started; verified that settings for vvi did not change. No anomalies found at the time of analysis.

Manufacturer narrative:
The reported event of the threshold test continuing following the release of the test button was confirmed. Based on the provided information, it appears that the ¿hold to test¿ button was released prior to the command to start the test was sent to the device. The root cause was unable to be determined.